Event description:
It was reported that the atrial lead exhibited low impedance, the patient presented asymptomatic. The physician has decided to not make any changes to programming and would continue to monitor the patient.

Manufacturer narrative:
(B)(4).